Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken constraint cable at the wrist disc. The cable was fully broken approximately 102.92mm from the distal tip. There was not evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Visual inspection confirmed there were no dislodged crimps observed. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Common causes of broken - distal instrument snake wrist cables, whether partial or full, may be attributed to reduction in ultimate strength of the material, due to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.